Manufacturer narrative:
Pump alarmed no delivery during no delivery test and pump seated during displacement test due to dried insulin on motor slide. Pump passed idle current test, run current test, self-test, off no power test, unexpected error test, rewind. Unable to perform basic occlusion test, occlusion test, prime test due to no delivery alarm. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit and pump alarmed no delivery. Customer was advised to run manual prime with pump until piston reaches end of travel. Customer stated that she got a no delivery alarm. Customer was advised that the device would be replaced. Customer was advised to revert to backup plan.